Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient experienced hazard alarms in nursing home. The patient was admitted to the hospital and an echo was done which showed the ventricle seemed relatively good. Log files were downloaded. The controller displayed low flow alarms and speed reduction to 0 rpm and the cause was not identified. The alarms did not resolve and the controller was disconnected from the system. The patient was reported as doing fine and was asymptomatic.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for and a direct correlation between the system stop/shutdown and heartmate 3 lvas, serial number (B)(6), could not be conclusively determined through this investigation. The controller event log file contained data from (B)(6) 2020 10:59:07 through (B)(6) 2020 11:02:00. The file captured the system stopped with a speed of 0 rpm with a low speed limit of 5000 rpm. The following controller fault flags were captured throughout the file: com_a_fault, com_b_fault, pwr_a_broken, low_pump_current, pump_stop, low_speed_hazard, and low_flow. These faults resulted in low flow, lvad off, and low speed alarms. A specific cause for the system stop/shutdown could not be conclusively determined through this investigation. The controller periodic log file captured the pump functioning as intended. The cause of the alarms was not identified, and the alarms did not resolve, but the controller was disconnected from the system. The patient's echocardiogram showed relatively good ventricular function. It was reported that the patient recovered on (B)(6) 2020. No product available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump shipped on 29jan2020. Heartmate 3 instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 entitled ¿alarms and troubleshooting¿ address how to properly interpret and troubleshoot all system alarms, including pump stop alarms. Section 8 of this document entitled ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient reportedly recovered on (B)(6) 2020.